Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system has been exhibiting increasing pacing impedance and threshold measurements on the right ventricular (rv) channel. Recent impedance measurements have been greater than 2400 ohms. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating that there was no visible damage noted to the lead or the device. The patient will continue to be followed via remote monitoring.